Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("rashes"), abdominal pain lower ("cramping") and alopecia ("hair loss"). The patient was treated with surgery (underwent a right sided salpingectomy on (B)(6) 2015 and on (B)(6) 2017, hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, rash, abdominal pain lower and alopecia outcome was unknown. The reporter considered abdominal pain lower, alopecia, genital haemorrhage, pelvic pain and rash to be related to essure. The reporter commented: underwent a right sided salpingectomy on (B)(6) 2015 and on (B)(6) 2017, hysterectomy and left sided salpingectomy. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("rashes"), abdominal pain lower ("cramping") and alopecia ("hair loss"). The patient was treated with surgery (underwent a right sided salpingectomy on (B)(6) 2015 and on (B)(6) 2017, hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, rash, abdominal pain lower and alopecia outcome was unknown. The reporter considered abdominal pain lower, alopecia, genital haemorrhage, pelvic pain and rash to be related to essure. The reporter commented: underwent a right sided salpingectomy on (B)(6) 2015 and on (B)(6) 2017, hysterectomy and left sided salpingectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes'), pelvic pain ('chronic pelvic pain') and genital haemorrhage ('excessive and abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), dermatitis allergic ("allergy: rash/skin condition"), tooth disorder ("dental probs"), fatigue ("fatigue"), feeling abnormal ("brain fog"), abdominal distension ("bloating"), gingival bleeding ("bleeding gums") and toothache ("sore teeth") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salping.(bilateral) on (B)(6) 2015, hyst (full) on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, pelvic pain, genital haemorrhage, abdominal pain lower, alopecia, abdominal pain, dermatitis allergic, hormone level abnormal, tooth disorder, fatigue, feeling abnormal, abdominal distension, gingival bleeding and toothache outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, dermatitis allergic, fallopian tube perforation, fatigue, feeling abnormal, genital haemorrhage, gingival bleeding, hormone level abnormal, pelvic pain, tooth disorder and toothache to be related to essure. The reporter commented: patient underwent a right sided salpingectomy on (B)(6) 2015 and on (B)(6) 2017, hysterectomy and left sided salpingectomy. Discrepancy noted as per pfs: essure confirmation test: (B)(6) 2015. Discrepancy noted as per pfs: insertion date of essure: (B)(6) 2015 and removal date of essure as per pfs: (B)(6) 2015. Plaintiff received treatment for perforation: fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test(s) (unspecified): result: perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: plaintiff fact sheet received. Events: abdominal pain, allergy: rash/skin condition, perforation: fallopian tubes, hormonal changes, dental probs., fatigue, brain fog, bloating, bleeding gums, sore teeth were added. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.